Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 24, 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter would not power on. The complaint was classified based on the original customer care advocate (cca) documentation. The patient alleged that the power issue with the meter started at approximately 12 noon on (B)(6) 2015. The patient manages his diabetes with oral medication, diet and/or exercise. He reported administering his usual dose of glyburide 5mg medication on (B)(6) 2015 at 12 noon and 10:00pm. He indicated that at 2:00pm on (B)(6) 2015 during a doctor's office visit, he was prescribed an unspecified "pill daily 25 mg" and a blood glucose test was performed on the doctor/clinic meter giving a result of "425 mg/dl". The patient claimed that "7 days" after the meter stopped powering on, he developed symptoms of "swelling feet [and] blurry vision". No additional treatment or medical intervention was specified. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there was no misuse of the product. The meter powered on manually with a button press. The cca established that the patient was using the correct test strips. However, he did not have test strips available at the time of the call, so it was not possible to insert a test strip as per owner&#38112;manual to see if the meter turned on. The issue remained unresolved. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hyperglycemia after the alleged power issue began.